Event description:
The customer contacted physio-control to report that their device would not charge, when prompted. This was observed while testing the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device, but was unable to duplicate the reported failure to charge. Physio did, however, observe that the device would constantly reset itself when attempting to power on. Physio replaced the user interface (ui) to stack flex cable assembly, as well as the system controller (sc) and ui pcb assemblies. After completing other, unrelated, repairs, physio observed proper device operation through functional and performance testing and returned the device to the customer for use. Physio confirmed that the observed resetting issue was caused by the ui to stack flex cable assembly. It was observed that the pads had separated from the flex, causing the unit to not complete the boot-up cycle. The removed sc and ui pcb assemblies were ancillary parts and there was no failure of either assembly. The cause of the original reported issue of failing to charge could not be determined.